Manufacturer narrative:
Investigation results: the handpiece was received and the reported problem of "got hot" was confirmed. During testing of this drill, it overheated related to collet bearing failure. The customer will be contacted with additional info regarding care and maintenance of this device. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. Overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burning of the pt's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The user is informed that the recommended service interval for this drill is every 12 months and for its associated bur guards every 6 months.

Event description:
The customer reported that during use of this drill in an oral surgery procedure, it got hot. The heat was felt by the surgeon in the body of the handpiece. There was no injury or surgical delay with this event. The surgery was completed with use of a back-up unit.